Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 548 mg/dl with moderate ketones. Bg was addressed with manual injections. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, customer declined further troubleshooting.